Manufacturer narrative:
The product is currently not available for analysis. No conclusions regarding the clinical observation can be drawn at this time. The analysis will be continues as soon as new information is available.

Event description:
Ous MDR - during a planned ICD change-out, a defect on this lead's insulation was noted, so it was capped and replaced. There were no adverse patient side effects reported.